Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event and observed that the leak was attributed to the probe wash station filter. The fse replaced the filter and no further leaking or other problems were observed. (B)(4).

Event description:
This is a follow up report.

Manufacturer narrative:
Filters were returned to bec for further investigation and the complaint was verified. Per the failure investigation report (fir) analysis, the two filters were received by the laboratory on (B)(6) 2012. One was labeled 'good' and one was labeled 'bad'. A visual examination was done and the labeled 'bad' is clogged at the center. The 'good' filter is not clogged. No further testing was done on the filter.

Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a fluid leak of approximately 5 ml of fluid in volume under the reagent probe in the image immunochemistry system. The leak was contained within the instrument. The leak appears to be wash/buffer solution. The customer was wearing gloves and eye protection when the leak was discovered. The operator was unable to successfully troubleshoot the issue. Service request was initiated. There were no erroneous results generated or reported due to this incident. No injury or operator exposure was reported in this event.